Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with a critical pump error and pump error 35 found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit received with fading serial number label.

Event description:
The customer reported via phone call that they received a critical pump error and another pump error alarm. The customer's blood glucose was 130 mg/dl at the time of incident. Customer also mentioned that the device had a crack in the back. The customer was unable to troubleshoot due to insulin pump not turning on. The device will be returned for analysis.